Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient woke to the cgm beeping with an cgm reading of 43 mg/dl. The patient verified the reading by doing a fingerstick which showed a reading of 563 mg/dl. During that time, the patient experienced little nervousness, anxiety, and she called 911. The 911 responders accompanied the patient to the hospital. At the hospital patient was injected with 10 units of insulin IV fluid the first hour. During the second hour, the patient dosed 5 units of inulin through the omni pod when the fingerstick was 350 mg/dl. The cgm at that time was not specified nor clarified. During the third hour, her glucose was gradually stabilizing. The last unspecified reading before discharge was 205 mg/dl. She removed the dexcom sensor during at stay in the hospital and started a new sensor upon returning home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.